Event description:
Received notice of litigation on 01/20/2003. Complaint alleges patient underwent a laparoscopic assisted vaginal hysterectomy in 1998. The complaint alleges the "endo gia" utilized during the procedure was defective and that plaintiff" was caused to sustain serious, substantial and debilitating injuries." Specifics regarding the alleged injuries and product identities are not provided.